Event description:
The hosp reports that the pt was undergoing a cystoscopy and ureteroscopy for stone removal when dr allegedly experienced difficulty removing the guidewire from pt. During this process, he noticed that a section of ureter had become cut. He removed a small piece of the ureter and tried to realign the ureter but failed; he was unable to reattach ureter. At this time, he aborted the procedure and transferred the pt to another, larger hosp where they performed a percutaneous procedure to repair the ureter. Pt condition is good at this time.